Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt presented to clinic with "elevated ldh, doing a ramp study today" to evaluate for another potential thrombus. Ramp study shows "no consistent change in lv dimensions" despite changing speed from 8600 to 10000 rpm. Av opened with each contraction but at 10,000 rpm, the opening was of somewhat shorter duration. No "suckdown" events and septum remained midline throughout. Trace aortic regurg, trace tricuspid regurg. No hematuria, no s/s chf, asymptomatic. Teg studies show improvement with anti-coagulation level for responsiveness to asa and plavix. Consultation with surgeon from hup planned for (B)(6) 2014. Per vad coordinator on (B)(6) 2014, ldh levels are down to 600. Continue close follow up and medical management. Eval completed and there is no change to the plan at this time.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.